Event description:
It was reported that the patient was getting a near service life for the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by facility.